Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Product not returned.

Event description:
The customer reported the saturation drops by itself and loses the signal. No consequences or impact to patient were reported.

Event description:
The customer reported the saturation drops by itself and loses the signal. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation a "replace sensor" error message appears with light physical manipulation, and the device cannot take measurements. The error message was due to recessed pins in the tb-20 connector.